Manufacturer narrative:
On march 29, 2023, the mentor failure analysis lab has received the device for evaluation. The impacted device with the deflation was determined to be the device with lot number 5564173. The device information has been updated in section d4 of this report. On april 05, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a crease/fold on the posterior view. Additionally a tear was noted within the crease, measuring approximately 0.3 cm. Microscopic examination was performed and no instrument damage was noted. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian female patient underwent a primary breast augmentation with an unspecified saline breast prosthesis and experienced a deflation on the left side post-operatively, which was diagnosed during a physical exam. As a result, the patient is to undergo device explantation on (B)(6) 2023. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Explantation date: march 01, 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 15, 2023, mentor received additional information regarding the impacted device. It was reported that the impacted device was a 300cc mentor smooth round moderate profile with catalog number 3501645. Two device lot numbers have been provided, however, it unknown which of the two provided lot numbers is the impacted device. Lot number: 5564173 manufacturing date: october 27, 2004 expiration date: october 26, 2008 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number: 5547135 manufacturing date: july 29, 2004 expiration date: july 28, 2008 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received clarifying the lot number, a supplemental report will be sent. Manufacturer¿s reference number: (B)(4).